Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient was asked what circumstances led to the shock and burn from the device, they reported that the discovered the batteries were off (drained). They were working with their regular doctor at the time of the report to resolve the issue, noting they had been seen in the office on (B)(6) 2020. The also reported that the unexpected decrease in amplitude was caused by the batteries being drained, they had not been aware soon enough, it was noted that this issue was resolved.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that about five days ago the patient put new batteries in her patient programmer (pp). When she put the new batteries into her pp the device "shocked and burned" her for days, because the device was at 4.0 volts. The patient said that now, the amplitude kept going down, even though she was not decreasing the stim. Patient services reviewed the patient programmer use and function. The patient said that she had an appointment scheduled with a new doctor on (B)(6) 2020. No further complications were reported.